Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery does not fully charge. The rse assisted the customer remotely. The customer was guided on how to calibrate the battery; however, the battery still could not reach 80% of the maximum capacity, and it was recommended that the battery be replaced. The customer declined any further service by philips and opted to replace the battery himself. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer opted to replace the battery himself to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.